Manufacturer narrative:
The part is broken at the start of the two flexible blades. The observation of the fracture appearance does not reveal any defect. The breakage appearance is brittle and is typical of a breakage due to over-loading in torsion.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the surgeon was implanting a crosslink setscrew during a scoliosis case when the tip of the crosslink driver broke. Although the instrument was used on a patient, no patient complications were reported.